Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and one controller were not returned for evaluation. One controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of returned device revealed that the controller ac adapter passed visual inspection and functional testing. The adapter was able to adequately provide power to a test controller with no abnormalities observed. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving a controller adapter. Review of the event log file revealed a controller power up event with an associated pump start event logged on (B)(6) 2021 at 19:13:48. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 78% relative state of charge (rsoc) and that another battery was connected to power port two (2) with 95% rsoc. The data point recorded after the loss of power revealed that the first battery was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 15 seconds. Review of the event log file also revealed two (2) controller power up events with associated pump starts events logged on (B)(6) 2021 at 05:37:51 and 07:18:17. The data point prior to the first loss of power revealed that the first battery was connected to power port one (1) with 26% rsoc and that a different battery was connected to power port two (2) with 22% rsoc. The data point recorded after the first loss of power revealed that an active adapter was connected to power port one (1) and no power source was connected to power port two (2). The data point prior to the second loss of power revealed that an active adapter was connected to power port one (1) and that the second battery was connected to power port two (2) with 86% rsoc. The data point recorded after the second loss of power revealed that an active adapter was connected to power port one (1) and the second battery was connected to power port two (2). A momentary disconnection involving an adapter was observed leading up to the second loss of power. The controller was without power for 14 minutes and 57 seconds, and 13 seconds, respectively. As a result, the reported premature power switching and loss of power events were confirmed; it is likely the loss of power is related to the reported vad stop event. The reported adapter poor m echanical connection event could not be confirmed. Information received from the site indicated that, following the loss of power event, the patient was found with cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed. The patient also suffered a brain injury due to hypoxia was suspected. It was further reported that the patient died. The cause of death was respiratory failure due to pneumonia which induced septicemia. The patient and family refused intubation and respirator therapy. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction, neurological dysfunction, infection and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient did not have a history similar events. A power source lubrication procedure had been performed on the controller ac adapter in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the initial loss of power logged on (B)(6) 2021 can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. A possible root cause of the remaining losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA r00551638 is investigating controller losses of power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: (B)(6) h3: yes h4: mfg date: 31-aug-2018 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c23 h6: FDA conclusion code(s): d15, d02, d11 d4: serial #: (B)(6) d9: yes, return date: 03-nov-2021 h3: yes dev rtn to MFR? Yes h4: mfg date: 13-aug-2018 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information provided additional patient information and details surrounding the vad stops. Additional products: controller 2.0 (B)(6) h6: imf code(s): f0801 controller ac adapter (B)(6) h6: imf code(s): f0801 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after arrival at the intensive care unit (ICU), the controller was tested by disconnecting the battery while the controller ac adapter remained connected; the ventricular assist device (vad) again stopped. Upon reconnection of the battery, the vad started up again. The ac adapter was disconnected and the pins were inspected with no issue found, prompting precautionary replacement of the ac adapter prior to the patient's death.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. B2, b and h6 have been updated. Additional products: d1: heartware ventricular assist system ¿ (B)(6) h6: patient ime code(s): e0742, e0733, e0306 h6: imf code(s): f02 d1: heartware ventricular assist system ¿ (B)(6) h6: patient ime code(s): e0742, e0733, e0306 h6: imf code(s): f02 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient died. The cause of death was respiratory failure due to pneumonia which induced septicemia. The patient and family refused intubation and respirator therapy.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller, model #: 1420, catalog #: 1420, expiration date: 31-aug-2019, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-aug-2018. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ controller ac adapter, model #: 1430, catalog #: 1430, expiration date: unknown, serial #: (B)(4), UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unknown. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found with cardiac arrest and both ventricular assist device (vad) power sources disconnected from the controller, causing a vad stop. After cardiopulmonary resuscitation (CPR), the controller exhibited power switching and a second vad stop occurred; it was noted that the controller ac adapter was not completely plugged into the power port. The patient also suffered a brain injury due to hypoxia was suspected. The vad and controller remain in use and the ac adapter will be replaced. No further patient complications have been reported as a result of this event.